Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratches on the lcd window, cracked reservoir tube lip, cracked reservoir tube window, and missing end cap sticker.

Event description:
Customer reported via phone call, she was at a wedding and the insulin pump started alarming button error. The customer was wearing the device in her in bra. Customer stated the buttons are sticking. The act, up, down, and b button are pressed and the esc key was sticking sometimes. Customer stated she was not holding the button for three minutes or longer. The device was not exposed to moisture nor was it bumped or dropped. Customer was able to clear the alarm. Customer was advised to discontinue use of the device and revert to back plan. Customer agreed to return the device for further analysis.